Event description:
It was reported that at post implant visit, the sensing had increased and no capture was observed at maximum output. A chest x-ray showed that the lead had dislodged in the atrium. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.